Manufacturer narrative:
Voluntary medwatch MDR report #: mw5151457.

Event description:
Voluntary medwatch form received notes that a patient presented with low defibrillation impedance on the right ventricular (rv) lead. The rv lead remains in use. No adverse patient effects were reported.